Event description:
It was reported that the insulin pump had damage to the battery cap and reservoir compartment. The customer also reported that she experienced low blood glucose levels, which were treated with glucose tablets. The blood glucose reading was 60 mg/dl. She stated that there was no crack observed but the plastic at the reservoir compartment felt flimsy; she stated that sometimes she was able to insert the reservoir correctly, but other times she could not. She noted that she had recently changed the settings on the insulin pump, which may have been the reason why she experienced low blood glucose. She added that she also did not have breakfast on the day of the low levels. The insulin pump passed both the self and displacement tests. Upon troubleshoot, the customer was able to remove the battery cap and advised to monitor the device. A replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.